Event description:
It was reported that, "the pt had instability of knee. The surgeon noticed a deep scar on the post (medial side). Therefore, the surgeon implanted the ps insert (15mm).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.